Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12aug2019. The field service engineer replaced the power cord to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. The power cord was received by the manufacturer for failure investigation. The power cord was tested and there was no fault found. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during service, the ventilator had a high ground leakage. The ventilator was not in use on a patient at the time of the event occurred.